Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no abnormality in manufacturing, concession, and variation. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it was not determined if device fault caused the image not to display on the monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center was not producing an image during a diagnostic procedure. According to the initial reporter, the procedure was able to be completed using the same set of equipment. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. They were unable to get an image on the monitor using the cv-190 with a dvi output. During the call, the customer noted that they were running a dvi-d signal through the boom arm, with no errors noted. After checking the connections, the customer changed the port settings, but was still unable to get an image. At this time, the customer is planning to bypass the boom arm and run a dvi cable directly from the cv-190 to the monitor to help troubleshoot further. A follow up call was made from tac to the customer. During this call the customer confirmed that they were using a dvi to fiberoptic converter. Customer went on to note that the converter's power supply was bad and causing the loss of image. Unit is functioning as it should and is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.